Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother states that the pump is not alarming when there is a blockage and the daughter's blood glucose goes up. The mother is alleging that the pump should be alarming of an occlusion but it is not. No adverse event alleged. A request was made for the return of the device.